Manufacturer narrative:
(B)(4) date sent: 4/7/2026 b3: date of event: only month and year known: february 2026 d4: batch #759d61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence and opened without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of would not fire was confirmed and is related to improper use of the device. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The event reported of difficult to open could not be confirmed since the device opened and closed as intended. A manufacturing record evaluation was performed for the finished device batch number 759d61, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the stapler locked itself when cutting through stomach. The user was unable to open using handle and had to use the override button to try and release the jaws which they managed to eventually do. The stapler then wouldn't fire another cartridge. A new stapler was used. There was no patient consequence nor surgical delay reported. No additional information was provided.